Event description:
A report was received that the patient's middle back pain missed a coverage and was worsening. Worsening was believed to be device related. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient's middle back pain missed a coverage and was worsening. Worsening was believed to be device related. The patient will undergo a lead revision procedure.